Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. The visual inspection found no defects. The functional evaluation confirmed that the device could not operate on battery of mains power and could not be charged, establishing a relationship with the event reported. A failed component on the main circuit board has been identified as the root cause. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the console won't take the load therefore the console is not charging and on (B)(6) 2020 the raqa representative confirmed that the device presented a failure to charge. The device is available for analysis. No harm or injury reported.